Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During the last 20 minutes of a routine home hemodialysis treatment, the operator experienced arterial air alarms which could not be resolved. Automated rinseback was initiated, but the alarms continued. Tech support was called for assistance. Manual rinseback was initiated, but could not be completed due to a partially clotted cartridge, resulting in approximately a 160cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to a clotted cartridge which likely occurred during the elapsed time the operator spent troubleshooting the alarms. The exact cause of the air alarms is not known. The cartridge was requested to be returned for evaluation, but was discarded and not returned to nxstage. There is no evidence to suggest a device malfunction occurred. There have been no similar problems reported with the cycler subsequently and it is unlikely that a cartridge problem would cause air alarms at the end of a treatment. User's guide states to resolve alarms promptly and to discontinue treatment with rinseback if alarms cannot be resolved. Nxstage reviewed the event with the patient' facility who will provided additional training regarding air recovery and rinseback procedures. Will continue to monitor as part of the routine complaint process.